Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurring. There was no harm or injury reported. Additional information provided by a third party service center states that system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.